Event description:
The account alleges that the hi/low down function has unintentional movement.

Manufacturer narrative:
The technician took the device out of service and placed in the maintenance shop. The technician discovered evidence of fluid ingress in the right outer control panel. After allowing the fluid to dry out of the panel, the technician reassembled the device, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.